Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, during a preoperative checkout, the tidal volume was not as expected. There was no report of patient involvement.

Manufacturer narrative:
The distributor performed a checkout of the equipment. It was identified that there was water in the flow sensor differential pressure sense lines. This occlusion in the lines likely caused erroneous feedback to the control computer resulting in overshooting the targeted tidal volume when the machine checkout was performed. Per the aestiva user manual, pooled water in the sensor or water in the sensing lines causes false alarms. The manual provides solutions to resolve water build-up.